Event description:
A nurse called on behalf of the customer. She alleged that the customer's blood glucose readings had been higher than usual. While troubleshooting she performed control tests and received a result of 314 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.